Manufacturer narrative:
Section e initial reporter updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, removed inner gantry covers, cut out and removed drape. Inspected interior of gantry, rails, and v-groove rollers. Replaced 7 of the v-groove rollers. Completed system checkout. System was fully functional at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000105. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the site got drapes stuck in the gantry and had to manually open the system. They were able to open it successfully, but the drapes are still stuck. There was a patient present. No additional information was provided.

Event description:
Additional information received that issue occurred intraoperatively and no impact on patient during procedure.

Manufacturer narrative:
Additional info: updated b5 and annex f code (f26). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: updated b5 and annex f code (f1908). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "lumbar fusion procedure was performed during the event. After manually opening the imaging system they brought their second imaging system in to finish the case. There was delay of 30 min".